Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the screen on/quick bolus button issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.